Event description:
It was reported that this patient reported not feeling well and was taken to the hospital where the physician interrogated this device. The patient presented with general discomfort and diaphragmatic stimulation. The device was interrogated and a red screen appeared with a message that the device was in safety mode, and now safety parameters were in use, which would explain the diaphragmatic stimulation experienced by the patient. The device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned and replaced, due to the diaphragmatic stimulation and high pacing thresholds no additional adverse patient effects were reported. The serial number for the abandoned lead was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.